Event description:
It was reported that on (B)(6) 2004, MRI of the lumbar spine indicated "mild desiccation, l4-5, l5-s2, discs, with minimal posterior disc bulges." On (B)(6) 2006, MRI of the lumbar spine indicated -flat, broad-based contained small lumbar disc protrusion right l5-s1. This abuts the ventral thecal sac and right s1 root sleeve origin but does not cause significant displacement." On (B)(6) 2008, an MRI of the lumbar spine indicated "degenerative disc disease l4-s and ls-sl. Broad based disc protrusions at l4-5 and l5-s1 (larger at l5-s1). Mild central canal stenosis l4-5. Mild-to-moderate central canal stenosis at l5-sl. The broad based desiccated disc protrusion distorts the right s1 nerve root in the lateral recess. It abuts the left. There is mild-to-moderate right and moderate left sided lateral recess stenosis. No significant neuroforaminal stenosis." (B)(6) 2009, patient underwent epidural steroid injection l5-s1. On (B)(6) 2010, the patient presented with degenerative disc l4-l5-s1, hnp l4-l5-l1 and foraminal stenosis l4-5. The patient underwent plif l4-s1 using xia spine system by stryker, local autologous bone graft, and rhbmp-2/acs. Infuse sponges were wrapped around the local bone graft. There were no noted complications. On (B)(6) 2012, the patient presented with leg pain, weakness, and numbness increasing in the right leg/hip. Per the physician's notes, "she states that after surgery she started slowly developing some worsening pain down her right leg and difficulty with swelling and numbness in her right loot. Symptoms are quite bad by 6 months after surgery and been getting progressively worse since then. She does have quite a bit of weakness in her right foot has difficulty with lifting her foot or great toe. She is cramping in her right leg. His numbness down the outside of her right calf and on the lateral aspect of her right foot. No symptoms on the left. Some issues with urinary retention and feels she has difficulty fully emptying her bladder" also complains of problems sleeping, weakness in the right leg, lack of bladder control, difficulty walking, numbness tingling, sexual function problems. Also has quite a bit of pain with bowel movements and with sexual activity. Patient was diagnosed with lower back pain, lumbar radiculopathy, and right foot drop. On (B)(6) 2012, the patient presented for followup reporting new toe pain on the right foot. On (B)(6) 2012, the patient presented for followup. Symptoms had been slowly getting worse with increased pain. Per physician's notes, the patient "does have severe right l4-5 foraminal stenosis related to bony overgrowth." Revision surgery was planned.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2010, the patient presented with preoperative diagnosis of : 1) degenerative disc at l5-s1 and l4-l5. 2) herniated nucleus pulposus at l5-s1. 3) foraminal stenosis, at l5-s1. 4) central disk protrusion at l4-5. Per op notes, following operations were performed on patient: 1) transfacet decompression at l4-5 <(>&<)> l5-1. 2) posteolateral arthrodesis at l4-5 <(>&<)> at l5-s1. 3) posterior lumbar interbody arthrodesis l4-5 <(>&<)> l5-s1. 4) posterior segmental spinal instrumentation with xia spine system by stryker at l4-5. 5) application of prosthesis device at l4-5 and at l5-s1. 6) harvesting of local autologous bone graft. During the procedure, incision was made on patient and a drill hole made at the entry of the pedicle at l4. Then the surgeon pushed a pedicle probe down the pedicle .then they tapped the hole with a 5.5mm screw and then removed it , palpated the hole with a ball tipped feeler, aspirated bone marrow and then placed a long xia screw. This was repeated at l5 and s1. The aspirated bone marrow was mixed with 10c bioset. At that point , large and small pack of rhbmp-2 were opened . Four of the rolls of bmp mix were wrapped around local bone graft and the other four were wrapped around the bioset. Now incision was made on right side of spine . The herniated disk was visualized and removed. Trial spacer was placed between l4-5. Then 2 rolls of bmp-2 were wrapped around autologous bone graft into the disk space. Again same procedure was performed at l5-s1 disk on left side. 9mm disk spacer fit better in that disk space . Bmp-2 was again wrapped around the bone graft and then autologous laminectomy bone was put in to disk space . Pedicle screws were placed on right side similar to left side of spine. It was then connected using longitudinal rods.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2006 ap/lateral lumbar x-rays show good alignment and bone density. Minimal degenerative spurring is noted anteriorly at l5, with mild disc space narrowing. (B)(6) 2006 lumbar MRI sagittal t2 images show desiccation of the l4 and l5 disc spaces with a central subannular protrusion at l5. Axial t2 show prominence of disc material centrally and to the right, but without significant stenosis. (B)(6) 2008 ap/lateral spot x-rays again show unoperated lumbar spine without scoliosis or abnormal sagittal alignment. (B)(6) 2008 lumbar MRI desiccation of l4 and l5 area again seen with bulging noted at both levels on sagittal views. Discs above are normal. Axial t2 now shows prominence of disc material at l5 that is now bilateral. Still no central stenosis. Very minor bulging notes at l4 without stenosis. (B)(6) 2012 lumbar CT myelogram post myelogram views show screws in good position. Interbody grafts appear to be crescent, made of biologic material and well anterior in the disc space. No stenosis is seen within the central canal or foramina. (B)(6) 2012 lumbar ap and lateral x-rays pedicle screw construct is now seen spanning l4, l5 and s1, with interbody spacers at l4 and l5. Fusion appears solid, both interbody and interfacet. (B)(6) 2012 epidural tran single spot ap is performed to assist with placement of curved 22 gauge spinal needle during transforaminal epidural injection on the right at l5. (B)(6) 2010 spot ap x-ray lumbar ap shows no pathology. (B)(6) 2010 lumbar MRI sagittal images show desiccation at l4 and l5. Disc space narrowing is now evident at l5 and there are signs of sclerosis and edema in the anterior quarter of both the l5 and s1 endplates. Axial t2 now shows foraminal stenosis at l5 on the left, with dis material prominence centrally and to the left without central stenosis. (B)(6) 2010 ap/lateral lumbar x-rays ap sows pedicle screws at l4, l5, s1 in good position. (B)(6) 2010 lumbar spot x-rays ap sows pedicle screws at l4, l5, s1 in good position. (B)(6) 2010 lumbar x-rays apparent intra-operative fluoro view laterally showing screws and interbody grafts in place. (B)(6) 2012 lumbar myelogram views show dye column in good position without root cut off or signs of stenosis. Screws remain in good position.

Event description:
It was reported that on (B)(6) 2010 the patient underwent a spine fusion surgery from l4 to s1 in which infuse was used. Reportedly, patient's post-operative period has been marked by two months of initial relief, followed by increasingly severe pain and weakness in her lower back and foot drop in her right foot. Reportedly, patient underwent a CT scan of her lumbar spine on (B)(6) 2011, which revealed bony overgrowth resulting in foraminal stenosis at the implant site. On (B)(6) 2013, patient underwent a revision surgery to relieve stenosis and remove overgrown bone from the implant site. Reportedly, patient continues to experience severe and unrelenting low back pain that radiates into her lower extremities and impedes her ability to ambulate, sit and stand.